Event description:
It was reported that a preloaded monofocal intraocular lens became stuck during implantation and its haptic broke. There was no contact with the patient. The procedure was delayed. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: the device was not returned for evaluation; however, the photos were received. Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided photos were evaluated. The picture shows the product folding carton and a handpiece inside a plastic bag. No issues could be identified from the provided photos. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported (see attachments). The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes and therefore no further actions are required. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specification. No process deviations (dev), nonconformances (nc/nr), or capas were found as part of this manufacturing records review. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.